Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump speaker did not function properly. The pump was attached to a patient and the infusion was complete, but the nurses did not hear the alarm speaker. No patient injury or harm occurred for this case.

Manufacturer narrative:
The reported speaker malfunction issue was confirmed. The device was also found to have a wireless connection issue, which was not related to the reported issue. The pump was repaired and tested to meet full specifications on 05/17/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00107).